Event description:
It was reported that this patient passed away during a lead revision procedure. Further information was provided indicating that the patient had a stroke during the procedure. A lead perforation was also suspected.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this patient passed away during a lead revision procedure. No further information is available at this time.